Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 18, 2007, a patient/lay person alleged that he was hospitalized for hypoglycemia due to an inaccurate elevated result on his onetouch ultramini. A control solution test result during troubleshooting was 106, outside of the 108-145 range. The meter and test strip code, expiration date, and strip storage were no provided. Because the patient has not yet responded to this senior medical affairs specialist's calls, the complaint is classified based upon the information given to the customer care advocate, cca. A letter has been mailed to the patient. Results are in mg/dl, the correct unit of measure. The patient was still in the hospital, having been admitted a week earlier, approximately 11/11/2007. He did not provide the reason for the extended hospitalization. Prior to that day, the patient injected 6 units of hu80, an increased dose, based upon a blood glucose result of 165. The sliding scale was not provided. At an unk time of day, the passed out. His children gave him sugar "to bring me back". He was taken to the emergency room; the source of transportation was not provided. His blood glucose in the ER was "super low, like 10." "I was on my way back [up]; I don't know how low it got." The patient was treated with IV glucose and monitored several hours. The products were replaced by the cca. Because the patient claimed he became hypoglycemias and received medical intervention after basing insulin on the meter's result, this complaint is classified as an adverse event.